Event description:
As reported, the 5f mynx control vascular closure device (vcd) had a frayed tip and would not go into the sheath. There was no reported patient injury. The mynx vcd was used in a diagnostic peripheral procedure. The deployer was mynx trained. A 5f non-cordis catheter sheath introducer (csi) was used. There were no damages noted to the sealant sleeves (cartridge assembly). The sheath was not kinked/bent upon removal. Excess force was not applied during insertion. Another mynx device was pulled, and hemostasis was successful. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The product is expected to be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx control vascular closure device (vcd) had a frayed tip and would not go into the sheath. There was no reported patient injury. The mynx vcd was used in a diagnostic peripheral procedure. The deployer was mynx trained. A 5f non-cordis catheter sheath introducer (csi) was used. There were no damages noted to the sealant sleeves (cartridge assembly). The sheath was not kinked/bent upon removal. Excess force was not applied during insertion. Another mynx device was pulled, and hemostasis was successful. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The product is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the 5f mynx control vascular closure device (vcd) had a frayed tip and would not go into the sheath. There was no reported patient injury. The mynx vcd was used in a diagnostic peripheral procedure. The deployer was mynx trained. A 5f non-cordis catheter sheath introducer (csi) was used. There were no damages noted to the sealant sleeves (cartridge assembly). The sheath was not kinked/bent upon removal. Excess force was not applied during insertion. Another mynx device was pulled, and hemostasis was successful. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The atraumatic wire was observed kinked/bent. Also, the sealant sleeve assembly was observed to have been kinked/bent. It is unknown if the device was manipulated after the procedure, and if the damage to the atraumatic tip occurred during the procedure or during subsequent handling or transit. The syringe and procedure sheath were not returned with the device. Per dimensional analysis, the slit length was verified and noted to be within specification. Per microscopic analysis, visual inspection at high magnification showed fraying or spliting in the atraumatic tip of the returned device. In addition, the sealant sleeve assembly of the device was found kinked/bent. The presence of a core wire was verified to be present in the atraumatic wire, which is a normal finding for this device. A product history record (phr) review of lot f2131302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control atraumatic tip frayed/split/torn in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. With the limited information provided, it is impossible to determine what factors may have contributed to the reported event. Procedural or handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, it could prevent the device from being inserted into the procedural sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿ the IFU also instructs to insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Neither the phr review nor the product analysis suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx control vascular closure device (vcd) had a frayed tip and would not go into the sheath. There was no reported patient injury. The mynx vcd was used in a diagnostic peripheral procedure. The deployer was mynx trained. A 5f non-cordis catheter sheath introducer (csi) was used. There were no damages noted to the sealant sleeves (cartridge assembly). The sheath was not kinked/bent upon removal. Excess force was not applied during insertion. Another mynx device was pulled, and hemostasis was successful. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The product is expected to be returned for evaluation.